Manufacturer narrative:
The device is expected to be returned for testing and investigation but has not been received.

Event description:
Reported due to device break. The physician attempted arteriotomy closure using the perclose proglide device following an unk procedure. It is unk if flouroscopy was performed prior to the closure;therefore, the vessel size and condition are unk. The location of the arteriotomy access site is also unk. It was reported that the "sheath snapped,a breakage occurred at a joint between the sheath and the distal guide." The pt's status is unk. Although requested numerous times, no additional pt information was provided.